Event description:
The pt underwent a pelvic floor repair in 2004. Post operatively, the pt developed a mild urinary tract infection. The pt was treated with furadantine for seven days. The urinary tract infection resolved.